Event description:
Info received indicates the hi/low down switch runs the hi/low up and the hi/low up switch runs the hi/low down.

Manufacturer narrative:
The technician found the polarity was reversed on the hi/low motor. The technician corrected the hi/low motor polarity to repair the bed.